Event description:
It was reported by service report that there was no power to the bed. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Power inlet filter.